Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n148792010, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that an inflammatory mass. On the date of this report, the patient had the pump removed due a granuloma. The reporter did not know when the granuloma was discovered, but stated that it was a few months prior to this report. The patient¿s symptoms included weakness in one of his legs. The reporter did not know when the patient started having symptoms. When the symptoms started, the patient¿s medication was discontinued and the mass shrunk and the symptoms also improved. Drug information, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.